Event description:
A journal article was reviewed which contained information regarding this device. It was reported that the computer was being used while on the patient's chest. The patient's implantable cardiac defibrillator (ICD) started beeping, indicating that it possibly had gone into magnet mode, which was thought of as "inappropriate." There was a delay before the patient identified the source of the sound. The situation was replicated in the physician office as part of a study. It was noted that after the laptop was moved away from the ICD, the beeping sound stopped and the ICD returned to normal mode. The device appears to be still in use. There were no patient complications as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the united states. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: . "Inappropriate implantable cardioverter-defibrillator magnet-mode switch induced by a laptop computer." Pace pacing clin. Electrophysiol. (B)(6) 2012;35(6):e177-e178.